Manufacturer narrative:
Other relevant device(s) are: product ID: b i70000006, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a damaged lower door cap. No patient was present. It was later noted that the system was hit by a floor buffer which caused the damage. It was thought that the damage was to the cover and cosmetic, but the site was unable to use the system as the door was still saying that it was open. It was noted that this happens if the door gets knocked out of alignment. It was determined that there was significant damage to the internal workings of the door due to the impact. The door was twisted internally and did not line up properly. The gears that drive the door open and closed were bent and the turnbuckles on one side at the bottom were pushed in. It was noted that the system would have to be sent to the factory for the assembly to be replaced and realigned. No patient was present. It was clarified that the door would "close" but would not close enough to make contact with the door close sensor.